Manufacturer narrative:
D9 updated. H6 updated. This MDR for the purge cassette is being retracted the purge pressure low issue was related to the pump.

Manufacturer narrative:
D4: lot information and primary UDI number is unknown. The related pump is reported under separate MDR report.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. A purge pressure low alarm occurred immediately after the pump started. Purge flow rate 30ml/h, purge pressure 170-250. There were no problems with the purge housing connection, and re-priming after bleeding the air did not improve the situation. The problem continued even after replacing the purge set with a new one, and even after changing the glucose solution from 5% to 10%, the purge pressure remained at 200-280 and the alarm continued. Even after replacing the automated impella controller , the purge pressure low alarm occurred. They said that the purge solution would be returned to 5% because the patient was becoming hyperglycemic. The purge cassette was discarded.